Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint. The fse checked the surgeon side console (ssc) touch pad (tp) and discovered that the foam armrest was loose and replaced it as well as calibrating ssc tp. The foam armrest is a scrap item and will not be returned to isi. Calibration was successful, and site will follow up if scope issue returns. Isi has not received the 30-degree endoscope for evaluation. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse stated that the 30-degree endoscope had flipped on itself again and that a surgeon had told them that the touch pad (tp) was off. The nurse felt the surgeon side console (ssc) tp may have contributed to the scope flipping. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred after ports were placed in the patient. The surgical task being performed was roux en y. The image was inverted. The vision orientation did change on its own. The endoscope did move freely with uncontrolled motion. The scope was facing 30 degrees down and flipped to 30 degrees up without using the touch panel. At time of event, the system recognized the correct scope. The surgeon did confirm desired orientation when endoscope was installed. The procedure was completed with the same scope as it happens to several 30-degree scopes. No patient injury or harm.